Manufacturer narrative:
Customer performed evaluation. Load cell, stryker service rep to do repairs.

Event description:
It was reported that the scale was not accurate. There was no patient involvement or adverse consequences reported.